Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: during investigation, the display lens was present with moisture. The keypad damage was not observed. All the keypad buttons were responsive to user input. The audio bolus button damage was not observed as well. The bolus button was responsive to user input. A leak test was performed and yielded a display lens leak and a battery compartment leak. The device was opened and there was moisture throughout. The keypad was removed and all the keypad button contacts were free of contamination. The audio bolus button cover was removed and the bolus button contact was free of contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. It was also noted that all the keypad buttons were under responsive to user presses and there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.